Manufacturer narrative:
The condition of the device upon removal was unknown. The device was not returned, thus device examination could not be performed. Additional information and the return of the device has been requested. No device, serial or lot number has been provided; therefore, a review of the lot history records for this device could not be performed. The radiographic images showed the c6/c7 disc replacement has shown evidence of mild radiolucency and in slight kyphosis. There was evidence of radiolucency with osteolysis and cystic lesions surrounding both implants. Limited information was provided, notably no pre-operative, post-operative, interim or flexion/extension radiographs were provided. While evidence of infection and osteolysis were present, it was not possible to determine the sequelae or the cause of the event. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences. This is two (2) of two (2) reports submitted on this event.

Event description:
It was reported that a two-level patient was revised. Both devices were removed.